Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis which warranted hospitalization. The definitive etiology of the peritonitis is unknown; however, per the pdrn the likely cause was a breach in aseptic technique. Those persons undergoing pd therapy for rrt are known to be at high risk for developing infections of the peritoneum. Based on the information available the liberty select cycler can be disassociated from the event, as there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s). Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call that they were in the hospital. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was hospitalized for peritonitis (signs and symptoms unknown) on (B)(6) 2018 and remains in the hospital as of (B)(6) 2019. The cause of the patient¿s peritonitis was unknown, but was thought to be a lack of aseptic technique as the patient has a history of non-compliance. The patient¿s culture results were positive for peritonitis, however the date of the culture and the organism were unknown. The patient was prescribed and treated with an unknown course of antibiotics. It is unknown if pd therapy was continued in the hospital or if any fresenius device(s) or product(s) were utilized during hospitalization. The pdrn stated that the patient will likely transition to hemodialysis (hd) therapy upon discharge, owing to their history of noncompliance. There are no samples available to be returned to the manufacturer for physical evaluation. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call that they were in the hospital. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated the patient was hospitalized for peritonitis (lower abdominal pain and pressure for 5 days; a single episode of nausea and vomiting; cloudy effluent) on 12/30/2018. The patient¿s presentation was consistent with acute peritonitis due to leukocytosis = 17, cloudy effluent, 78% neutrophils and a computed tomography (CT) scan was also indicative of peritonitis. As such, peritoneal effluent fluid cultures were obtained, and the patient was given a single dose of intravenous (IV) vancomycin and cefepime (dosages not provided). The patient was then admitted for further testing. On 12/31/2018 the results of the patient¿s peritoneal effluent fluid cultures returned positive for gram positive cocci, and on 1/1/2019 the organism was identified as coagulase-negative staphylococcus haemolyticus. As a result, the IV cefepime was discontinued, and the patient received manual pd therapy of 5 exchanges per day (2000ml), 1.5% dextrose, and intraperitoneal (ip) vancomycin 1g. The patient continued to experience abdominal pain during pd therapy and repeat peritoneal effluent fluid cell counts revealed the infection was being inadequately treated. The patient was transitioned to IV vancomycin and the placement of a tunneled hemodialysis (hd) catheter (not a fresenius product) was ordered. The hd catheter was placed on 1/3/2019 and the patient underwent a short hd treatment the following morning. Once hd was tolerated on 1/4/2019, the patient was taken to the operating room for the removal of the pd catheter (not a fresenius product). The patient¿s abdominal pain and laboratory studies improved steadily over the next five days and the patient was discharged on 1/9/2019. The patient¿s discharge instructions included an order to begin outpatient hd therapy on 1/10/2019 3 times the first week, then 2 times weekly. The patient was also ordered to continue IV vancomycin, and the dosing was to be established by the outpatient nephrologist. It is unknown if the patient continued to perform pd therapy while hospitalized, or if any fresenius product(s) or device(s) were utilized. Per the pdrn stated the definitive cause of the peritonitis is unknown, however given the patient¿s previous history it was suspected to be poor aseptic technique. Diagnostic test(s): electrocardiogram (ECG) x 2 on 30/dec/2018. Impression: (1) normal sinus rhythm. Normal ECG. (2) sinus bradycardia with short pr. Otherwise normal ECG. Computed tomography (CT) scan on 30/dec/2018 of the abdomen/pelvis. Impression: (1) increased intra-abdominal ascites, which is now moderate in size, with subtle infiltration and stranding to the peritoneum, features that may be related to infection, and spontaneous bacterial peritonitis (sbp). (2) diffuse hyperemia to the jejunum and ileum which may be reactive enteritis due to sbp. No bowel obstruction. (3) complex left adnexal mass with cystic and soft tissue attenuation, present, and unchanged from prior CT dated 10/jul/2018. Procedure(s): surgical removal of pd catheter (not a fresenius product) on 4/jan/2019. Impression: successful removal of catheter. Insertion of high flow dialysis catheter placement (not a fresenius product) on 3/jan/2019. Impression: successful right internal jugular vein 14.5-french by 19 cm tunneled glidepath catheter placement. Catheter able to be used immediately. Ultrasound thyroid biopsy on 8/jan/2019. Impression: successful ultrasound guided biopsy of the right thyroid nodule.

Manufacturer narrative:
Additional information:clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event(s) of abdominal pain, nausea, vomiting, cloudy effluent fluid and peritonitis which warranted hospitalization, antibiotic therapy and transition of modality to hd. The definitive etiology of the peritonitis is unknown; however, the pdrn stated the likely cause was a breach in aseptic technique. The coagulase-negative staphylococcus species is the most common cause of peritoneal dialysis¿related peritonitis, and frequently attributed to touch contamination. The abdominal pain, nausea and vomiting can most likely be attributed to the underlying peritoneal infection. Based on the information available the liberty select cycler and liberty cycler set can be disassociated from the event(s), as there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event. Additionally, there is no allegation or evidence of a machine malfunction or of the machine failing to perform as expected in relation to these event(s). Should additional information become available, this clinical investigation will be updated accordingly.